Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting erratic blood glucose levels including a blood glucose of 18 mmol/l with extreme drowsiness. The patient reported being unsure why blood glucose levels were so erratic; the patient denied any change in activity, medications, or illnesses. The patient indicated eating the same breakfast as normal and the blood glucose reading was 10.4 mmol/l. The patient reported that by 4 pm blood glucose levels were up to 13.6 mmol/l. The patient indicated that at supper time blood glucose was up to 16.7 mmol/l. The patient reportedly ate dinner and bolused but the blood glucose went up to 17.4 and then 18 mmol/l. The pump was reviewed with the patient. The review of pump indicated no identified problems with delivery or with the pump programming. The patient was instructed discuss the possible need for setting adjustments with a health care professional. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/24/2017 with the following findings: the black box begins on(B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.